Event description:
It was reported that during patient infusion of levophed (0.1) with a spectrum infusion pump, the patient experienced hypotension after the pump stopped. The pump did not generate alarms until the ¿2 minute inactivity warning¿. According to the reporter, the spectrum pump stopped three times within ¿about 10 minutes¿. Medical intervention and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The device has been serviced within the last 12 months. The previous evaluation of the device was for the same/similar allegation. The pump was tested for the reported issue of infusion stopped when it was not intended, but the issue was not reproduced or confirmed after the pump was tested for 10 minutes infusion testing. All required service actions were completed in the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.